Manufacturer narrative:
This report is filed on may 28, 2018. (B)(4).

Manufacturer narrative:
This report is submitted on december 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain with device use subsequent to sustaining a head trauma; however the issue could not be resolved resulting in the decision to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.